Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was not alerting her to low blood glucose levels. Blood glucose level at the time of the incident was 43 mg/dl. The caller was advised as to the proper calibration techniques and sensor usage to assist with low alerts. The insulin pump was not replaced or returned for analysis.